Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The reported problem cassette not attached error was verified during functional testing. The case is the latch lock flex sensor, replace latch lock flex sensor to correct the issue. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette not attached error. This issue is not related to physical damage/abuse. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.